Event description:
It was reported that the patient was experiencing ineffective stimulation. In turn the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy was restored postop.